Manufacturer narrative:
An evaluation is in process. A follow- up report will be submitted when the evaluation is complete.

Event description:
The customer reported a smell of burning when turning on the analyzer that seemed to come from the fridge area. It was noticed that the pm sensor on the r2a of the architect c16000 processing module was damaged due to a water leak that came from a clogged water station. A picture was provided which showed evidence of charring on a portion of the r2a. There was no reported impact to patient management or user safety.

Manufacturer narrative:
During the investigation for the architect c16000, serial number (B)(6), the field service engineer (fse) found that the burning order was due to the wash cup, sample (rohs)_ part number 7-93131-03 overflowing/leaking onto the pm sensor assy (rohs)_ part number 7-86320-01 causing the board to possibly short circuit therefore burning/charring. Both of these parts were replaced with no further issue reported. A review of the service history for the architect (B)(6) revealed no additional issues of charred/burned part(s) were reported. No trends were identified for the pm sensor assy (rohs) or the wash cup, sample (rohs) during a review of the november 2022 reporting period in the quality impact score tool (qist). Additionally, a review of the alinity c/clinical chemistry product monitoring review scorecard did not identify any trends for the c16000, pm sensor assy (rohs), or the wash cup, sample (rohs) with regards to the current issue. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring/burning, observed was limited to the pm sensor assy (rohs) due to the wash cup, sample (rohs) overflowing/being clogging and dripping onto the sensor; the electrical charring/burning did not spread to other parts of the module. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect c16000, serial number (B)(6), the pm sensor assy (rohs), or the wash cup, sample (rohs).